Event description:
A caller reported that a cartridge was damaged, specifically at the cartridge pigtail. The issue occurred once and did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no severe impact. The caller was able to change the cartridge and resume insulin therapy successfully, and they acknowledged and understood that the damaged cartridge was unavailable for return.